Event description:
It was reported the customer received a no delivery alarm. The customer stated she resolved the issue by changing out her infusion set and reservoir. She also reported a crack on the left side of her insulin pump, underneath the battery compartment. Customer's blood glucose was 181 mg/dl. Troubleshooting did not occur as the customer changed out her entire infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Reference manufacturer report number: 2032227-2014-19906